Event description:
Additional information received from a consumer reported a pump and catheter failure along with a failure of therapy. It was noted the system was explanted on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-21, information was received from a healthcare provider (hcp) via a company representative regarding a male patient who was receiving clonidine 100mcg/ml at 41.64 mcg/day and dilaudid 30mg/ml at 12.492 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date, an unknown imaging study confirmed a catheter fracture. On (B)(6) 2016, the pump and catheter were replaced. It was noted the pump was 9 months to elective replacement indicator (eri). No patient symptoms were reported. The cause of the catheter fracture was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.